Event description:
In 2009, the lay user/pt's daughter contacted lifescan (lfs) alleging that she was unable to set up the pt's onetouch ultra2 meter. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt, since the medical surveillance specialist (mss) was unable to reach the pt and/or reporter by phone. The pt's daughter stated that the pt obtained the subject meter approx 1 month prior to contacting lfs. As a result of not being able to set up the subject meter, the reporter claimed that the pt was not able to test her blood glucose. The cca noted that the pt manages her diabetes with pills; however, it is unk if the pt made any changes to her diabetes management as a result of the alleged issue. Approx 2 weeks after obtaining the reported device, the pt's daughter claimed the pt became "sick" and developed symptoms of a "strong urine" and sweaty; symptoms she associated with a high blood glucose. The reporter denied that the pt received medical treatment. At the time of troubleshooting, the cca noted that the subject meter was prompting "check code." The cca walked the reporter through setting the correct code number and a successful blood glucose test. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of either severe hypoglycemia or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.